Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, there may have been anatomical or procedural factors present during the clinical procedure, which may have contributed to the as reported event; however, this cannot be definitively determined. As a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause for the reported event, an assignable cause of undeterminable was assigned to the as reported issue ro marker band misaligned.

Event description:
It was reported that once the stent was deployed, one of the distal markers looked out of alignment. No patient consequences were reported due to this event. No additional information was provided.

Manufacturer narrative:
Device implanted.

Event description:
It was reported that once the stent was deployed, one of the distal markers looked out of alignment. No patient consequences were reported due to this event. No additional information was provided.